Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. The patient demographic info: age, gender, weight, bmi at the time of index procedure. 2. What were current symptoms following the index surgical procedure? Onset date? 3. Were there any intra-operative complications? If so, what were they? 4. What was the date of the first activation and how was the product function verified following the first activation? 5. Who monitored the drainage and how often? 6. What is the surgeon¿s technique for managing the drain post-op? 7. When was the drain taken off suction? 8. Did they slowly advance the drain out over a number of days or was drain removed in one attempt? 9. Did the reservoir inflate quickly upon activation? Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # (B)(4), mnf. Date 2016-12, exp. Date 2021-12. Batch # (B)(4), mnf. Date 2017-03, exp. Date 2022-03. The device history records were reviewed for the possible batch numbers (B)(4) and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during a c-section procedure on (B)(6) 2017, a drain was attached to a 150ml reservoir at the vesicouterine pouch. On (B)(6) 2017, when trying to remove the drain, the left fimbriae of uterine tube came out from the abdominal cavity because it had adhered to the drain. Before starting to remove the drain, negative pressure had been inactivated. Re-operation to reposition the ovarian duct and left fimbriae of uterine tube was performed as follows: the surgical wound for drainage was extended to 3 cm. The trace of the removed drain was confirmed. The fascia was held with pean. The surgical wound on the fascia was extended. The fascia was pulled and the peritoneum was confirmed. Then, the fascia was held with pean. The affected site was cleaned with 500 ml of warm saline after the ovarian duct and left fimbriae of uterine tube were confirmed. The color of the affected site was good. No incarceration was observed. A little oozing was confirmed and pressure hemostasis was performed. The surgical wound on the peritoneum was closed by z-suturing. The surgical wound on the fascia was closed by continuous suturing. Dermostitch was done, then, the operation was completed. The surgeon opines that there was causal relationship between the drain and the event. The end of the groove on the drain was placed not just under the vesicouterine pouch but at a position deeper than the vesicouterine pouch. There are possibilities for this event that the groove contacted the ovarian duct, and the ovarian duct was caught into the groove since the groove was wide because the drain was 19 fr. Other contributing factor to event - when removing the drain, the surgical wound for the drain was incised with a surgical knife, and widened by a pean. There is a possibility that the size of the surgical wound might have become bigger than proper size, then, this situation might have caused the event. The patient has got well, and has been discharged from the hospital. Additional information has been requested.

Manufacturer narrative:
Pc-000089582 additional information was requested and the following was obtained: 1. The patient demographic info: age, gender, weight, bmi at the time of index procedure => female. 2. What were current symptoms following the index surgical procedure? Onset date? =>on (B)(6) 2017. Removing the drain, the left fimbriae of uterine tube came out from the patient¿s body. 3. Were there any intra-operative complications? => no information. If so, what were they? 4. What was the date of the first activation and how was the product function verified following the first activation? => the date of the first activation is (B)(6) 2017. It is unknown how the product function was verified. 5. Who monitored the drainage and how often? => no information. 6. What is the surgeon¿s technique for managing the drain post-op? => no information. 7. When was the drain taken off suction? => no information. 8. Did they slowly advance the drain out over a number of days or was drain removed in one attempt? => in one attempt. 9. Did the reservoir inflate quickly upon activation? => no information. No information. But, when the drain removed, the pressure of reservoir was off.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.